Event description:
Orig. Surg. 14 yrs ago. Allegedly femoral component fractured at medial condyle.

Event description:
Title: advantim femoral explant event desc: pt had an implantable device (advantim femoral) tha failed/broke after approx 14 years. Device needed to be explanted and replaced with a new device. Device usage problem: device failed (e.g. Broke, coudn't get it to work or stopped working)